Event description:
Report received of fluid infusion while the pump door was shut and the device powered off. The pump was received in the customer's biomedical engineering department with a note that read, "error/door-pitocin can run/infuse even with door shut". The customer was contacted for additional information, and there was no information available. There was no reported adverse patient event.